Event description:
It was reported the customer was receiving no delivery alarms. The father stated he had tried changing the infusion site and the no delivery alarm persists. The father was unable to troubleshoot for the insulin pump at the time of the call. He also stated his son did not have a bent cannula. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).